Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customer's device and reviewed the device data to verify the reported issue. The power pcb assembly will be replaced. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device turned off unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
The power pcb assembly, battery wire harness, and battery pins were replaced. The device passed functional and performance testing and was returned to the customer. The cause of the reported issue was determined to be due to worn battery pins and fretting corrosion on the battery wire harness contacts of connector j11 and the mating power pcb assembly contacts of connector p11. The fretting corrosion and wear has been determined to cause an increase in contact resistance which can result in a sudden loss of device power under conditions of high current usage from functions such as printing a 12-lead report record. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board, which causes the device to shut off.

Event description:
The customer contacted physio-control to report that their device turned off unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.